Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The foreign matters which came out from the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the component analysis of the foreign matters, the main component was considered to be protein. The protein of foreign matters might be derived from humans, protein-based drugs, bacteria, etc. The cause of the foreign matters could not be identified. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the above there was the possibility that the reported phenomenon was attributed to the inappropriate and/or insufficient cleaning and disinfection. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was returned to omsc for evaluation. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified diagnostic procedure using the subject device, the user felt abnormality and interrupted the biopsy when the user was inserting the biopsy forceps into the biopsy channel of the subject device. The procedure was completed using another device. After the procedure, during the reprocessing when the user inserted the cleaning brush into the instrument channel of the subject device, some white small foreign matters came out from the distal end of the subject device. There was no report of patient injury associated with this event.